Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The guidewire returned together with its original opened pouch. The guidewire body was found kinked in different sections of its body located approximately at 34.5 cm, 71.5 cm, 98 cm, 136 cm and 196.5 cm from the proximal end. The spring tip was found detached from the core wire and it was not returned. The core wire was fractured and it measured approximately 328.6 cm from the proximal end; the detached section was not returned. No more damages were found in the device. Dimensional inspection of outer diameter (od) of the middle and proximal section the wire was performed and were within specification. However, the overall length and od of the distal tip could not be performed due to the device condition.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the wire shaft was kinked. A 330cm rotawire was selected for use. Upon preparation, it was noted that the wire shaft became kinked at the middle part. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed spring tip detachment and core wire fracture.